Event description:
It was reported that during a percutaneous coronary intervention treatment procedure, a balloon rupture occurred. The physician was treating a 90% stenosed lesion located in the moderately tortuous and mildly calcified left anterior descending (lad) artery. The lesion was predilated with this 3.0x15mm apex balloon catheter. A 3.5x18mm non-bsc stent was then implanted at the lesion site. The physician then post-dilated the stent using kissing balloon technique with this 3.0x15mm apex balloon and another MFR's balloon. During post-dilation, the 3.0x15mm apex balloon slipped from inside the stent "a few" times. The balloon was initially inflated to 4-6atms without difficulties. The balloon ruptured on the second inflation at 4atms after being inflated for approx 10 seconds. The device was removed intact. The physician was satisfied with the result at this point and the procedure was completed. There were no reported pt complications. The pt is listed as "good".

Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).